Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that there was stimulation in undesired location and a return of symptoms. Since a fall she was not getting symptom relief like she used to. It was occurring daily. The patient programmer (pp) showed stimulation was on. Increasing stimulation did not resolve the issue as the patient was still not feeling it in the back like she used to. Stimulation was felt in the legs. The patient had pain in the back. The issues occurred after the fall in late (B)(6). She went to the doctor's office and they did x-rays. Nobody ever called her about it so she assumed everything was ok. Currently the patient was on program b at 6.10v and she turned it up and was feeling stimulation in the legs and not in the back. Further follow-up is being conducted to determine what steps were taken to resolve the issues. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported steps taken to resolve the reported issue included reviewing how to adjust it until it was better. The patient noted she still needed it looked at. If additional information is received, this event will be updated.

Event description:
Additional information received from the patient reported that heat, ice, and the stimulator were used for the back pain returning and the loss of stimulation following a fall.